Manufacturer narrative:
The device had been previously serviced by olympus. This device is a loaner unit and has undergone multiple inspections upon being returned as an asset. In the most recent inspection , during that inspection, minor scratches on the housing and missing legs were observed. However, the unit successfully passed all functional tests, output tests, and electrical safety tests. The device was returned as part of the asset return process. During evaluation, the unit did not power on due to faulty power supply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. This unit was produced in january 2015. Based on the results of the investigation, it is likely that the following led to the malfunction: given that the user did not report any problems and the damage was discovered during the device inspection, it is likely that the issue occurred during transit, possibly due to improper handling such as a dropped package. The shockpulse IFU addresses this: "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
The shockpulse-se lithotripsy system was returned as part of the asset return process. During routine inspection of the device by olympus, a defective power supply was found. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.